Event description:
It was reported that this unspecified tachy lead was explanted due to unknown reasons. The terminal pin and boot had been cut off. No additional adverse patient effects were reported.